Event description:
Related manufacturer report number: 2017865-2022-02501. During an in clinic follow up, it was noted the longevity of the device was less then expected, additionally, there was low pacing impedance and inappropriate mode switching on the right atrial (ra) lead. Technical support was contacted and suspected premature battery depletion on the device and lead damage on the ra lead. Technical support recommended device replacement and ra lead replacement. The device was explanted and replaced, and the ra lead was capped and a new ra lead was implanted resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.